Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood reading at the time of the call was 579 mg/dl. The customer did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.